Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2018.

Event description:
It was reported that the patient was having difficulty charging the battery and not seeing much relief due to inability to charge fully. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.